Event description:
The customer reported that the system intermittently would stop producing x-rays and then would require a reboot to regain functionality. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an over-the-phone investigation. The site biomed requested replacement batteries and a high voltage cable. The service rep verified that after the parts were replaced, the system was operating as intended.